Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining falsely high triglyceride (tg) results generated on the unicel dxc 800 synchron chemistry analyzer. The false results were not reported out of the laboratory. The customer declined to provide any additional details. It is unknown how many samples were affected, or if the samples were rerun on another system. The magnitude of error is unknown. There were no reports of impact to patient treatment attributed to this event.

Manufacturer narrative:
Quality control (qc) on the day of the event was out of lab-established range high, intermittently coming into range after repeat, but then going out high again. Multiple calibrations were attempted, with some calibrations failing. A bec field service engineer (fse) was dispatched and replaced the chemistry cartridge (cc) sample probe and verified instrument performance. Failure mode was the cc sample probe.